Event description:
Clinical engineering received a medline custom pack with a note of contamination. Foreign material was found inside of folded wrapper. The contamination was noted prior to the procedure and the sterile field was not contaminated. This is an ongoing issue with all custom packs. Per site reporter: medline is investigating process for assembling custom packs, as contamination has been an ongoing issue. They are collecting samples as they become available for investigation.